Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that she had developed an itchy irritation under her garment. The patient's doctor diagnosed the irritation as shingles and prescribed a medication for the irritation. The medical outcome of the irritation is unknown.